Event description:
It was reported that prior to a case (case date/ type information was not provided), the light of the device was dimming. No patient impact reported.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the product was not returned for examination, therefore a detailed examination of the product and an exact cause for the failure is not possible. An examination of the complaint history revealed that there are similar cases in which the product was used improperly, furthermore, in other cases improper use during preparation has also resulted in the adhesive bond coming loose, allowing moisture to penetrate the interior of the housing and impairing the electronics, resulting in a weak light. Normal wear and tear might also be the cause of the fault described by the customer. As already mentioned, the device passed the quality test at the time of delivery. All production-related quality tests were passed, and no deviations were found in the manufacturing documentation for the devices. The labelling contained appropriate instructions and warnings. No systematic error was found. Should new or additional relevant information become available, we will continue the investigation accordingly. This event is filed under internal complaint ID (B)(4).